Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a right knee arthroscopic medial meniscus repair, the fastfix 360 curved delivery system failed to deploy t2 after the surgeon had pushed the deployment slider forward. An audible click was heard, and the deployment slider came to a stop and was released and pushed back. When the surgeon withdrew the needle from the meniscus, t2 was visibly found dislodged from the tip of the needle in the joint. T1 and t2 were removed from the joint using an arthroscopic grasper. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event of firing problem. There was a relationship found between the device and the reported event of break. A visual evaluation showed the device was returned in the original box with the batch number of the complaint on the label. T1/t2/suture were returned off the needle. T1 is broken at one of it's suture holes. The actuator is at the pre-t1/post t2 position. There is bio debris on the needle. A functional evaluation showed the device cycled as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The complaint of firing problem was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. The complaint of break was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently applying pressure to the implant during removal. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a right knee arthroscopic medial meniscus repair, the fastfix 360 curved delivery system failed to deploy t2 after the surgeon had pushed the deployment slider forward. An audible click was heard, and the deployment slider came to a stop and was released and pushed back. When the surgeon withdrew the needle from the meniscus, t2 was visibly found dislodged from the tip of the needle in the joint. T1 and t2 were removed from the joint using an arthroscopic grasper. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported. As per investigation results, t1 is broken at one of it's suture holes.